Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an issue with their sensor and it resulted in a low blood glucose value of 49 mg/dl at the time of the incident. The customer treated their low blood glucose by eating. No troubleshooting was performed for the low blood glucose value was declined. Troubleshooting was performed for the device and it was determined the device will be replaced and returned.